Event description:
A distributor in another country, reported to us that the white float leg in the mr290v autofeed humidification chamber has a moulding defect where it touches the heater plate. This was discovered during their incoming goods inspection. No pt consequence was reported.

Manufacturer narrative:
The complaint device is being returned to the MFR in another country: an analysis was performed based on photos provided by the distributor. While the complaint device is expected, the photos of the white chamber float leg are sufficient for eval. Results: the secondary float leg has a deformity at its end. A lot check revealed that this is the only complaint of this nature for the given lot number. Conclusions: the secondary float leg was mistakenly identified by the distributor as a melted leg. The deformity is a molding defect that occurred during the molding process in production. Our monitoring and trending for this type of event for float molding defect has a rate of occurrence worldwide for the last year of 0.0003%.